Manufacturer narrative:
Of the 36 allegations of a malfunction, 22 pumps were returned to animas and investigated. Of the investigated pumps, 20 were found to be malfunctioning due to damage to the battery compartment and/or battery cap. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced shorter than expected battery life with evidence of damage to the pump. These reports were received from various sources. The patients associated with this allegation ranged from 9-70 years of age and between 26 and 242 pounds. Of the reported patients, 14 were male and 22 were female.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 4 pumps were returned and investigated. There were 4 instances of battery life w/damage issues found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #2: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 1 instances of battery life with damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.